Manufacturer narrative:
The reporter of the event was to indicate product serial number and provide any further relevant information related to this event. To date no further information has been received by apollo. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Visual analysis noted the device was observed to have brown particles on the outer and inner surfaces of the valve. Clear fluid was noted in the inner surface of the device. A valve test was performed, and noted no blockage or resistance to flow. An air leak test was performed, and found the device leaking from various openings in the shell. A microscopic analysis was then performed, and noted the various openings were striated, and consistent with damage from a surgical removal tool. Device labeling addresses the reported event as follows: warnings: when filling the balloon during the placement procedure, avoid rapid fill rates as these will generate high pressure which can damage the orbera valve or cause premature detachment of the balloon from the placement catheter. Proper positioning of the placement catheter assembly and the orbera balloon within the stomach (using measured distance from the incisors via the insertion tube markings) is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. Failure to confirm proper positioning may cause injury to the esophagus, duodenum, or pylorus. Orbera is composed of a (B)(4) and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in section 10.4 orbera removal. Precautions: if difficulty with the orbera fill tube is noted during placement (e.g., resistance to balloon filling), then the device should be removed and replaced with a new balloon. To lessen, or prevent fill tube defects, during the filling process the fill tube must remain slack. If the fill tube is under tension during this process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Instructions for use: the orbera balloon is supplied positioned within the placement catheter assembly. Inspect the placement catheter assembly for damage prior to use. It should not be used if any damage is noted. A back-up orbera should be available at the time of placement.

Event description:
During an attempted placement for a patient of an orbera intragastric balloon it was reported: "upon insertion of the balloon, the catheter detached from the balloon after 150 cc of saline was injected....surgery took three hours. Balloon was removed; a replacement balloon was not used to complete the surgery. The anesthetist did not want to keep the patient under any longer." Additional information reported: "the physician did not bring the removal tool to the surgery center. There were multiple attempts to remove the balloon, it was eventually removed with a snare. No injury was done to the patient, which was confirmed by the clinical director and the reporting physician."

Manufacturer narrative:
Medwatch sent to the FDA on 09/21/2016.